Event description:
Sales rep reported the tip of the expressew iii needle broke and fell into the patient's joint space. The needle was retrieved and discarded by the facility. No patient consequences were reported.

Manufacturer narrative:
The device is not being returned, which precludes conducting a physical failure analysis. Batch number is unknown and therefore, a batch review cannot be performed at this time to determine if there were any internal processing issues. We cannot conclude as to what may have caused the needle to break. However, historically this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and consideration, no conclusions can be drawn. At this point in time no corrective or further action is necessary. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.